Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, anxiety-product/procedure.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade unknown, and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade unknown, and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed two openings assessed as fold flaw opening. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth due to the patient's concern with the product. The device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 17apr2024.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth due to the patient's concern with the product. The device was explanted.